Manufacturer narrative:
Patient¿s weight is not available for reporting. UDI: (B)(4) lot number unknown device remains implanted; as such explant date is not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 2.4mm variable angle (va) locking stardrive screws 14mm would not lock into the distal radius plate during a distal radius fracture procedure on (B)(6) 2017. The surgeon attempted to insert two different screws into the most distal, most radial hole in the plate. The surgeon was using the threaded drill guide and attempted to insert the screws at a nominal angle. The two screws would not lock into the plate and were spinning in the hole. There was a 5 to 10 minute delay in surgery. After discarding the first screw, the surgeon left the second screw in the hole even though it was not locked in the plate. Surgery was successfully completed with patient outcome as expected. Concomitant devices reported: 2.4mm va locking screw stardrive 16mm (part #02.110.116, lot # unknown, quantity #2); 2.4mm va locking screw stardrive 18mm (part #02.110.118, lot # unknown, quantity #1); 22.4mm cortex screw (part #201.762, lot # unknown, quantity #2), drill guide ((part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.4mm va-lcp distal radius plate. This is report 1 of 3 for complaint (B)(4).